Manufacturer narrative:
No malfunction suspected, as the end user was operating the power wheelchair in crosswalk and was struck by a motor vehicle. Hoveround's owner's manual warns "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules and cross roads at locations where you are most visible to motor traffic."

Event description:
The end user was struck by a motor vehicle while operating the power wheelchair in a crosswalk.